Event description:
Per the surgeon, the patient reported that the processor was difficult to attach and remove, resulting in loss of fixture. There were no reports of infection or trauma. Reimplantation is planned, but had not taken place at the time of this report, (B)(6), 2010.

Manufacturer narrative:
(B)(4). (B)(4). The device was returned with visible damage. The over molding was deformed on one fin. There were no pry marks observed, however the handle area and the frames were separated. The knife direction arrow is in the reverse direction, however the knife was fully returned. Functional testing was performed and found the device functioned as intended. The reported incident could not be replicated. The device appears to have been altered after the event occurred, so no definitive conclusion can be made. We have documented the circumstances as they have been reported to us.

Event description:
It was reported that before an unknown procedure, the stapler was closed to insert threw the trocar but was not able to open inside. They tried to use the read button but it was blocked. So they removed the stapler and opened a new one. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.